Manufacturer narrative:
Zimmer biomet complaint number (B)(6). A4: patient weight unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported it seemed to be a sinus communication (sinus perforation) causing increased pocketing on the implant at tooth site #13, with associated abscess. Therefore, the implant failed and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvtb8, (imp,tsv,3.7,8,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Implant was returned with no apparent damage that would cause or contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1253857. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253857 for similar events and no other complaint was identified. Review completed utilizing keywords: perforated sinus the customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev. 9 - 10/19. Information identified: adverse effects per the applicable IFU, zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systematic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error/patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.